Manufacturer narrative:
Section b5 and g3: additional information. Section h6 (device, results, and conclusion codes): correction . No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was started on vacuum therapy. However, this did not pull out exudate as hoped and caused pain to the patient. The patient was reverted back to twice daily dressing changes and had a review from infectious disease consultant whilst inpatient. The patient's white cell count was 9.4 and c-reactive protein was 17 upon admission.

Manufacturer narrative:
Infection was a continuation from infection captured under manufacturer's report #: 2916596-2020-03284. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's infection had increasing exudate so the decision was taken to admit as inpatient with IV antibiotics on (B)(6) 2020. A wound swab confirmed pseudomonas aeruginosa, sensitive to tazocin. The patient was discharged home on (B)(6) 2020.